Event description:
According to reporter, during a scheduled trach change the infant's mother could not place the new trach tube. Emt's were called who stabilized baby's airway and placed a 3.5 trach. No obstruction or occlusion were noted and no long term incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.